Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, h3) the manufacturer representative (rep) went to the site to test the imaging system. The site customer placed a service call stating that the gantry door wouldn't open and that a loud noise was observed during the last spin performed. Upon inspection, it was discovered that the rotor had lost its home position, resulting in an incorrect position in relation to the displayed angle on the image acquisition system (ias) control screen. This resulted in the gantry door being unable to open and the rotor hitting its hard stop limit when commanded to move. The site was informed of the issue and observed the rotor hitting its hard stop, also confirming it was the noise they had heard during the last spin performed. All covers were removed, and the rotor was inspected for any signs of damage, but all internals were intact and no signs of damage were present. The rotor was then manually aligned to its proper home position before performing the invalidate home procedure to resolve the issue. The site was informed of the fix, and the system was tested for all ranges of motion before being placed back into patient use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was not opening. Also reported that when spinning, the system would make a loud sound. As a troubleshooting site tried restarting the system, but that did not resolve the issue. No patient was present at the time of event.